Event description:
It was reported the pacemaker was showing a safety warning of premature battery depletion. The pacemaker was explanted and replaced with model l110 series (B)(4). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor/two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The device has been received, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported the pacemaker was showing a safety warning of premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.

Event description:
It was reported the pacemaker was showing a safety warning of premature battery depletion. The pacemaker was explanted and replaced with model l110 series 759052. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised leaky capacitors due to the high hydrogen. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.